Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information has been received that this patient underwent a changeout procedure and this product was explanted and replaced for battery depletion.

Event description:
Boston scientific received information that there was a concern from the health care professional that the battery depletion on this pacemaker was depleting too quickly. Approximately (B)(6) ago the battery indicated there was (B)(6) remaining longevity. Currently, there was one year remaining. There were also five pacemaker mediated tachycardia episodes stored since (B)(6). There were no plans to reprogram the device to address this issue. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available this report will be updated.